Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "small pericapsular collection" MRI confirmed, capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small pericapsular collection" MRI confirmed, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "small pericapsular collection" MRI confirmed, capsular contracture baker grade iii and double capsule. Additionally, reported "oval nodule" was reported which was determined not to be device-related. The device has been explanted.